Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a loss of coverage post op. High impedances were reported as well as a loss of stimulation. The clinic ordered imaging to check lead migration. A return of pain was noted. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the lead was fractured/damaged/broken. Visual lead damage near electrodes. There was a loss of stimulation and high impedances noted. Patient in for scs revision. Old lead was peripheral in left scapular area new leads are peripheral in similar location. Impedance check showed now explanted lead in port 8-15 had electrode 8 as reference, 9 at 40000, 10 40000, 11 40000, 12 40000, 13 40000, 14 40000, 15 40000. Lead removed with visualized fracture near electrodes. Replaced lead. At impedance check after implant contact 15 showed orange with impedance at 38390. Electrode visually near or under anchor verified with surgeon under fluroscopy. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead h3. Analysis found that outer insulation and all conductors were broken 3.1cm from the distal end at the proximal side of electrode 4. An unknown conductor was broken 1.9cm from the distal end between electrode 2 and 3. An unknown conductor was broken and protruding through outer insulation 4.2cm at distal side of electrode 6 with outer insulation broken. The lead was cut/segmented 47.3cm from the proximal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.